Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "while transporting a patient to CT scan, the ventilator device suddenly started alarming and switched to safety ventilation and the screen went blank. After rebooting everything was back to normal and transporting the patient without any issues". There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "while transporting a patient to CT scan, the ventilator device suddenly started alarming and switched to safety ventilation and the screen went blank. After rebooting everything was back to normal and transporting the patient without any issues". There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.